Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she was chafing under her breasts and under the ECG electrodes. The patient's physician saw the irritation and the patient began using a medicated powder. The patient's home health nurse also applied gauze to the area. Follow-up indicated that the irritation was healing.